Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that during stent implantation interaction with the mildly calcified and mild tortuous anatomy and/or pre-dilatation was not enough causing the stent to stretch/elongate; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the superficial femoral artery with mild calcification and mild tortuosity. The 4.5x120 mm supera self expanding stent system (sess) was advanced to the lesion and the stent was implanted but it became elongated more than 10%. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.